Event description:
Pt revised for loose femoral/tibia components at cement/implant and cement/bone mantles, osteolysis and polyethylene wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted femoral stem confirmed fracture. No material defects were observed on the fracture surface. The fracture was due to losing the support and fixation from the stem bolt, which was secondary. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.